Event description:
It was reported that this right atrial (ra) lead incurred conductor fracture. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Correction to field d4. Model number and lot number.

Event description:
It was reported that this right atrial (ra) lead incurred conductor fracture. The lead was explanted. No additional adverse patient effects were reported. Additional information indicated that it was the right ventricular (rv) lead that incurred conductor fracture. In addition, the lead exhibited high impedance and noise. Hence, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right atrial (ra) lead incurred conductor fracture. The lead was explanted. No additional adverse patient effects were reported. Additional information indicated that it was the right ventricular (rv) lead that incurred conductor fracture. In addition, the lead exhibited high impedance and noise. Hence, the lead was explanted. No additional adverse patient effects were reported.